Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, lot/serial #: (B)(6) h3) the monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned monitor had a significant impact on the right side with a cracked display. The monitor had a blank display when connected to a known good system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the logs for the navigation system were returned to the manufacturer for evaluation. However, the logs contained insufficient information to determine the relationship of the software to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4). Product ID: 9735795, serial/lot #: (B)(4). Product ID: 9735825, serial/lot #: (B)(4). The manufacture representative went to the site to test the navigation system. The 5 port of the box didn't work. The electromag netic localization system and monitor were replaced. B01, c13, d02 the ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ssd was tested and found to not open the system inventory utility when clicked on as shown in the video. Software issue identified. B01, c10, d02 the electromagnetic localization system was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned unit was tested for four hours and no issues were observed, as tracking was consistent throughout the duration of testing. B01, c19, d14. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a planned maintenance (pm), hardware parts of the navigation system required replacement. It was reported that the monitor and electromagnetic interface required replacement. There was no patient present when this issue was identified. Additional information was received indicating that the monitor of the navigation system was scratched and the electromagnetic interface had one port that was not operational.